Event description:
The physician reports noticing that the crystalens haptic tore after delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, replace the damaged lens, and suture the incision. A second crystalens was implanted successfully and the pt's prognosis is excellent. Reference MDR # 2031924-2009-00182.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l and evaluated. The visual inspection revealed the plate haptic was torn. The damage is consistent with lenses that are damaged during delivery using a lens injector system. Sutures.